Event description:
On (B)(6) 2013, additional information was received indicating that the patient had extreme problems early on with tolerance of stimulation (dysphagia) and had to be admitted after programming increases. The patient still has problems with swallowing to this day. The patient now has a g-tube because of this. This event was previously determined to be not related to vns.

Event description:
Reporter indicated that vns pt's device was programmed to off due to swallowing difficulties. It was reported that the pt had recently undergone generator replacement surgery and that pt had experienced swallowing difficulties in the past with their original ncp system, but they had resolved prior to generator replacement sugery. The pt experienced swallowing difficulties after generator replacement surgery and was reportedly not able to eat well. The swallowing difficulties persist with the new generator programmed to off. Further follow-up with the physician concluded that the swallowing difficulties are due to the progression of the pt's pre-existing disease (merrf syndrome) and not related to the vns therapy. Neurologist indicated that the pt's device was only programmed to off to appease the pt's family member who is reportedly in denial about the pt's deteriorating condition due to merrf syndrome.